Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead (B)(6) 2013.(B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) and atrial leads were found to have pulled back. It was also noted that the had leads pulled back due to the patient's "large chest anatomy." The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.